Event description:
I have a medtronic thera I dr pacemaker. I routinely experience shocks from my pacemaker. I am an educated female that has worked in the medical fields for the past 17 years. I understand that nerves may have been compromised with the surgeries and I know when it is a nerve that I feel rather than a shock. I have touched an electric fence - I know a shock when I feel it. The shock has been sufficient that I can actually feel it in my hand if I place my hand over the area. Furthermore, the shock occurs at the end of my leads as opposed to the power source sight. My physicians, none of whom have pacemakers, refuse to hear me. Yet simple physics alone will tell you that when you have a power source and two coiled wires you have a generator which, under the proper conditions, will produce a shock. I write to you in hopes that my concerns will be heard and this will be further investigated. This is not an isolated case, many pacemaker patients I have dealt with also complain of experiencing shocks.